Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions- failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having 2 syringes of juvéderm voluma with lidocaine (lot# vb20a80200, vb20a80443) where one syringe cracked while attaching a feel soft cannula. An attempt was made to use the product and after 0.2ml was injected, there was a big squirt and the filler was on the surface of the patient's skin. The other syringe was used and cracked again when the feel soft cannula was attached, but this time injection was slower to avoid the same thing from happening. Patient was injected into the preauricular. There was no injury to the patient. This is the same event and the same patient reported under MDR ID #3005113652-2018-01567 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma with lidocaine (lot# vb20a80443), also a device manufactured by allergan.

Event description:
Healthcare professional reported having 2 syringes of juvéderm voluma with lidocaine (lot# vb20a80200, vb20a80443) where one syringe cracked while attaching a feel soft cannula. An attempt was made to use the product and after 0.2ml was injected, there was a big squirt and the filler was on the surface of the patient's skin. The other syringe was used and cracked again when the feel soft cannula was attached, but this time injection was slower to avoid the same thing from happening. Patient was injected into the preauricular. There was no injury to the patient. This is the same event and the same patient reported under MDR ID #3005113652-2018-01567 (allergan complaint # 1719395). This MDR is being submitted for the second suspect product, juvéderm voluma with lidocaine (lot# vb20a80443), also a device manufactured by allergan.

Manufacturer narrative:
Lab analysis of the device found an empty syringe of 1.0 ml received without cap, no needle. Cracks are observed at the 3 mm luer lock level. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported having 2 syringes of juvéderm voluma with lidocaine (lot# vb20a80200, vb20a80443) where one syringe cracked while attaching a feel soft cannula. An attempt was made to use the product and after 0.2ml was injected, there was a big squirt and the filler was on the surface of the patient's skin. The other syringe was used and cracked again when the feel soft cannula was attached, but this time injection was slower to avoid the same thing from happening. Patient was injected into the preauricular. There was no injury to the patient. This is the same event and the same patient reported under MDR ID #3005113652-2018-01567 (allergan complaint # 1719395). This MDR is being submitted for the second suspect product, juvéderm voluma with lidocaine (lot# vb20a80443), also a device manufactured by allergan.

Manufacturer narrative:
Device history record found no significant anomalies. No deviations or non-conformances were found.